Manufacturer narrative:
No information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient(s) who was/(were) implanted with a neurostimulator (ins). A patient reported that she spoke to her healthcare provider in early (B)(6) 2020 and was told that the symptoms she was experiencing could happened due to weight loss. The healthcare provider said that he had experienced this situation in other patients. The symptoms that were referenced are burning sensation, pain, and soreness. All symptoms were located at the ins site and occurred with respect to the patient's fluctuation in weight, as well as when sitting or bending over.